Manufacturer narrative:
Adhesion and bowel obstruction are potential complications noted in the device's instructions for use. A batch record review showed no non-conformances or anomalies that may have caused or contributed to the event noted and a root cause could not be determined.

Event description:
It was reported by a united kingdom based surgeon that a patient underwent a robotic perineal hernia repair on (B)(6) 2026 with ovitex lpr placed on top of the bladder. The patient was discharged at the end of may. The patient was re-admitted to the local hospital with a bowel obstruction and underwent re-operation on (B)(6) 2026 where adhesions to the bowel were noted. Bowel resections were performed as needed to address the adhesions.